Event description:
Patient had a pneumogram ordered. Respiratory therapy set up the equipment. The ph probe was inserted and placement confirmed by x-ray. Study started at 22:00, but ph probe sensor wasn't picking up and wasn't recording. Nursing staff thought the probe wasn't sensing or recording. Respiratory therapist was called to the room, disconnected & reconnected equipment and got it to work correctly. Result was delay in discharge for the patient - no harm.note from rn: pneumogram note: the ph probe connection to the ph meter was checked at 0815 . The probe ( electrical jack end ) was disconnected momentarily and re-inserted. The ph tracing thereafter was appropriate and was displaying ph values from 5.7 to 6.9. The decision was made to continue recording data another 12 hrs to 8:00 pm. The actual paper was changed and a new test was begun at 10:00 am. This would last 10 hrs ( 10 + 2 hrs would give a 12 hr test ). The o2-sat probe as well was moved from the hand to the foot ( toe ). All tracings appeared normal.reporter spoke with respiratory therapist, who said they had a similar event a week or so ago. Unknown who the patient was with that event. Per rt, they believe that the ph meter and cable may be faulty. Rt working with the manufacturer's representative and biomed. Rt does not believe it is the disposable ph catheter. Noted same lot was used on both this current patient and the one before. No harm to the other patient--again, only a delay.